Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley on axis # 6. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. This issue caused grip cables to be loose on the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm large hem-o-lok clip applier instrument would not hold the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.